Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU): warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. (B)(4).

Event description:
A patient had an attempted endometrial ablation, initially with two gynecare thermachoice uterine balloons. Following these unsuccessful attempts the physician attempted to use the novasure system. The cavity integrity assessment (cia) tests were unsuccessful with the novasure disposable device. The physician thought it was possible that she had perforated the uterus and the procedure was aborted. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.